Event description:
The facility reported that while the cassette was moving to the charger, the caregiver pushed the "up" button on the handset. When she let the button go, the cassette kept moving on upwards. The caregiver tried to stop the movement using the emergency stop, but the cord was stock between the yoke and the cassette. The jib ran into the underside of the cassette and damaged the covers. The jib stuck in the housing and the fuse burned through. No injuries were reported.